Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit's pressure did not fall off even when the overpressure alarm sounds. The issue occurred during inspection for use. There were no reports of patient harm.